Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the personal diabetes manager (pdm) was still giving insulin when there blood glucose levels was low. The patient reported was involved in a car crash but no information was provided about any medical events.